Event description:
During a procedure, the physician noted a small piece of plastic in the fluid after he had pulled back on the syringe which was attached to the manifold. Origin of the plastic is unk but may have originated in the manifold syringe appears intact.